Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, napvprem01 door keeps malfunctioned. Customer able to recover the space but again door failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer (fse) applied corrective actions by cleaning the micro switches and re tightening the wire harness connectors. The latch assembly was disassembled to strengthen the solenoid spring on the plunger, and all components were reassembled to provide stronger resistance during latch reset. Afterwards, the fse logged into the hardware testing application to test latch functionality, with all tests passing successfully. The system functioned as intended after the field service engineer repaired the device.